Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. The customer had over filled and used cold insulin.